Manufacturer narrative:
Other applicable components are: product ID: 8703w, lot# l51678, implanted: (B)(6) 1998, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) who was receiving 2000 mcg/ml gablofen at 548.6 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the patient was not responding to intrathecal baclofen therapy as he initially was. The hcp suspected a catheter issue. No environmental, external, or patient factors were noted to have led to or contributed to the issue. A dye study was attempted. The hcp was able to aspirate the catheter to include cerebrospinal fluid (csf), but was unable to inject dye into the catheter access port. A full system replacement occurred on (B)(6) 2016 and the issue was resolved. The patient was noted to be "alive - no injury." The event date was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.